Manufacturer narrative:
The customer is on antibiotics and began taking tramadol. Certain medications can have an effect on action of oral anticoagulants. Starting, stopping, or changing the dose of medication can affect the inr value. The pt's current medical condition cannot be ruled out as a cause for the observed low inr result. Data provided by the customer from (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013, were excluded from comparison testing because add'l inr values nor laboratory reference values were provided within the valid amount of time. Be advised, if the time of the tests exceeds three hours, changes in pt's status may have contributed to unexpected errors. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the customer's data from these dates was performed. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio = 1.4; reference = 2.4, mean = 1.9, limits: 1.3 -2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits of inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on returned strips lot #308056 on (B)(4) 2013. Results are as follows: donor: (B)(4); inratio: 3.0, 2.8, 2.7.; reference: 2.77; bias threshold: 1.77 - 3.77; %cv: 5.39. 232: 2.2, 2.0, 1.9; 2.79; 1.19 - 3.19; 7.51. Retention products performed as expected. All replicates for each donor were within the acceptable bias for accuracy and yielded a %cv less than 16%. Passing the precision criteria. No further investigation was required. Conclusions: several of the data points provided exceeded the 3 hour testing window. It is not possible to rule out that the change in values was not due to a change in the pt's status. Analysis of the remaining client's data from inratio and reference tests revealed that the test result comparison meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on 08/13/2013, (B)(4) discrepant result complaints were reported for lot #308056 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: on (B)(6) 2013; inratio: 1.5; lab . On (B)(6) 2013; inratio ; lab: 2.1. On (B)(6) 2013; inratio 1.5; lab - . On (B)(6) 2013; inratio: - lab: 2.5. On (B)(6) 2013; inraio: 1.4; lab: 2.4. Time between tests on (B)(6) 2013: 2.5 hours. Therapeutic range: 2.0 - 3.0. Pt was hospitalized on (B)(6) 2013 and discharged today, (B)(6) 2013, for reasons unrelated to inr. Pt self tester's first test using the inratio meter was performed with a trainer on (B)(6) 2013.